Event description:
Dr. Reports that pt. Experienced renal failure / renal function impairment about 5 days after the ire procedure and was admitted to a private hospital. It appears the pt experienced ureteric stricture. A ureteric stent was placed to prevent hydronephrosis.

Manufacturer narrative:
Lot history record review: the lot number was not provided. I list of possible lot numbers have been provided to the vendor for review. Review of returned sample. The complaint sample was not returned for evaluation. Conclusion: the complaint investigation has been confirmed. The reported complaint reports a patient condition and not a product defect. Based on the information provided the device used during the procedure functioned properly. It appears as if the complaint was caused due to the location of the lesions that required treatment. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.